Event description:
The provider stated the patient's medical device fell off her body into her cat's water bowl. The provider stated the device "wasn't attached/applied well or had failed" and that was the reason the device needs to be replaced; reported by hcp (health care personnel) did not consent to follow up ae-48110 all available information is provided in this report no further clarification is available.